Manufacturer narrative:
E1: additional reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was shutting down without user input. This occurred during programming/set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pump was shutting down without warning" was not reproduced. A review of the event history log revealed "improper shutdown" messages however, the ehl cannot determine the cause of the "improper shutdown!" Events and therefore cannot confirm the device powered off without user input. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified, however the ac power adaptor was required to be replaced to correct the problem. Should additional relevant information become available, a supplemental report will be submitted.